Event description:
At the end of the procedure (ureteral stent placement) surgeon noticed that the cystoscope light went through the drape causing superficial round redness on patient's skin on the right lower abdomen, approximately 4mm diameter. Manufacturer response for cystoscope light, storz (per site reporter): we made the manufacturer aware of the increase in light source events we have had over the last several months. The on-site vendor representative has stated there have been no design changes to the storz product.